Event description:
The hcp reported that the pt developed a post op infection at the pump site -onset 2006. The pt was admitted to the hosp for intravenous antibiotics. The pt responded to intravenous antibiotics and finally was clear of infection approximately 2 months later. The pt recovered without sequela.